Manufacturer narrative:
The medtronic representative reported that the left tactile lumbar probe bent while being malleted in the ileum as the patient had hard bone.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for further analysis. As reported, the tip of the probe is visibly event. Physical damage to the instrument directly caused the reported event.

Event description:
A medtronic representative reported that during a navigated spine surgery, the surgeon alleged the left iliac screw had been placed inaccurately. The exact amount of inaccuracy was not specified, but perhaps as much as a centimeter or two. The surgeon was using the left lumbar probe to create the left iliac hole due to the left thoracic probe being dropped by the scrub tech and not re-sterilized. The surgeon noticed that the lumbar probe was bent after creating the iliac hole for the screw. He stated that the stealth navigation was tracking accurately when creating the hole with the lumbar probe and following the intended path in the patient anatomy. Surgeon checked the left iliac hole for accuracy, verified hat he was accurate and continued to place the iliac screw. An o-arm spin was taken for confirmation of screw placement, after which it was discovered that the left iliac screw was in the si joint rather that the bone. The right iliac screw was placed accurately. The surgeon then had to revise the left iliac screw placement. There was no negative impact on the patient outcome due to the screw revision.

Manufacturer narrative:
Correction to common device name, procode, and 510k number.

Manufacturer narrative:
A new lumbar probe was sent to the site for issue resolution.

Manufacturer narrative:
Further investigation found that the probe bent due to use error. Per instructions for use creating a hole in the iliac bone is not within intended use of the probe.